Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of insulin in the emergency room care area. It was also reported the infusion was programmed for 7 units per hour and that the device ran the full 100 units in 20 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The over infusion was not verified. The device was found out of specifications for reasons unrelated to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.